Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported upstream occlusion which was reproduced. A review of the event history log identified upstream occlusion alarms. The reported condition was verified. The cause was determined to be ultrasonic sensor was out of specification, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an intermittent false upstream occlusion during its annual pm (preventive maintenance) in the biomedical shop. There was no patient involvement. No additional information is available.